Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device sounded an alarm proximal pressure line disconnect (1202) that failed to be cleared. The measured tidal volume display did not change and continued to occur for 5 minutes. The proximal pressure line disconnected alarm continued to occur despite no connection in the circuit. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no medical intervention provided for the patient nor was a delay noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not duplicate the reported problem. A full performance verification has been performed and the device passed all test successfully. The repair was canceled, and the unit was returned per the customer's request.